Manufacturer narrative:
The involved (B)(4) genie device and vial were not returned to the manufacturer for analysis and confirmation. The manufacturers product specialist have conducted additional training and in-servicing to involved staff. Exact cause of the incident remains unknown.

Event description:
(B)(4) received reporting an inflation issue with one (1) (B)(4) genie closed vial access device. The (B)(6) report states staff member "tried to use genie for oxaliplatin but product failed to inflate and could not drawn up dose... Had to physically remove the genie product... Respike with a universal spike (B)(4). The close-system benefit was lost, chemotherapy contaminated the barrier isolator and gloves."